Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the device was hanging/locking up at the charge button (attach test load) step of the user initiated operational check (opcheck). There was no patient involvement.